Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the PICC was placed on (B)(6) 2017. On (B)(6) 2017, while cleaning up the patient, they noticed tension of the line (not full tension) and the grey hub snapped off. The line was immediately clamped and an order was obtained to remove the PICC.